Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17618076 presented no issues during the manufacturing process that can be related to the reported event.  This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex balloon ruptured in an unknown fractured stent. There was no reported patient injury. The balloon was retrieved in one piece.

Manufacturer narrative:
A powerflex balloon ruptured in an unknown fractured stent. There was no reported patient injury. The balloon was retrieved in one piece. The product was not returned for analysis. A device history record (DHR) review of lot 17618076 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors of inflation within a fractured stent may have contributed to the reported event as there is a likelihood the balloon was pierced by the stent. According to the instructions for use ¿the powerflex extreme pta dilatation catheters are not intended for stent expansion.¿ therefore the device was used off-label and not according to the instructions for use. Neither the DHR nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.